Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve is failing after an implant duration of approximately four (4) years, ten (10) months due to mitral stenosis. As reported, the patient was initially considered for valve-in-valve (viv) intervention. However, the patient was found to have a clot in her left atrial appendage and was put on heparin drip. She developed a subarachnoid hemorrhage while on drip, which she recovered from. This was the second event within six (6) months; therefore, the site elected to postpone intervention as the patient is considered very frail. At this time, the patient was placed on palliative care and intervention will not take place.